Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The analyst indicated that the battery voltage was 2.93v on (B)(6) 2016. (B)(4).

Event description:
It was reported that extremely high outputs on the left ventricular (lv) lead led to "very early battery depletion" on the cardiac resynchronization therapy defibrillator (crt-d). The crt-d was explanted and replaced. The lv lead was also replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.